Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the "device turns off by itself after a few minutes keeping on." No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was investigated. A 10 beep watchdog was triggered at power up which prevents measurements from being obtained, and the screen goes dark. The device does not power off. The watchdog error is due to out of range voltage on a component on the instrument board.

Event description:
The customer reported the "device turns off by itself after a few minutes keeping on." No patient impact or consequences were reported.